Event description:
Had essure coils implanted in 2007, ever since have had heavy bleeding/clotting, chronic migraines, fatigue, weight gain/bloating and yeast infections, cramping and swelling, went into the emergency room with cysts although never had any issues before. May have a nickel allergy. Breast tenderness, was offered a hysterectomy but declined due to side effects from that (vaginal walls collapsing/ incontinence).